Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. The reported issue was resolved as the signal was recovered after 40 minutes. No injury or medical intervention was reported.